Manufacturer narrative:
Conclusion: reportedly the recipient had a decrease in hearing performance. According to the received information from the field, in situ measurements show a pair of short circuits since at least 2010. In situ measurements performed in 2017 show four channels involved in two different short circuits. During device investigation the reported short circuits could not be confirmed due to the device's received status. In addition the electrode array partially migrated out of cochlea, which might has contributed to the decrease in hearing performance. Reportedly also the implant housing migrated from its intended position. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The bilaterally implanted user's hearing performance and sound quality with both devices has decreased. The user was re-implanted on (B)(6) 2021.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance and sound quality with both devices has decreased. The user reported that she has been experiencing dizziness and general imbalance over the last year. Reportedly, it feels like both implants have moved/coils are now in a different place.